Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wand shows extensive electrode erosion with contamination/discoloration and scratch/scuff marks on the spacer and return electrode. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the suction line was tested and performed as intended; the saline line was tested and performed fluently as intended when tested on a saline bag. The device excites plasma at max. Coblate/coag settings on the remaining parts of the electrodes. The complaint was verified as the device's electrodes were extensively eroded. The root cause could not be determined with certainty. Factors, which may have contributed to the reported complaint include: 1) using the wand above default output settings, there by causing the electrodes to appear melted. 2) pressing the tip against hard or bony surfaces, there by causing the electrodes to appear melted. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution

Event description:
It was reported that during a tonsillectomy, the metal electrode at the distal end of the wand melted. The procedure was successfully completed with a backup device and no significant delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.